Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h6 (investigation conclusions code ¿18¿ was listed in error on the previous follow-up report) and h10 (the correct manufacturer narrative below has been provided in reference to the previous follow-up report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to the wear of the scope cover, water tightness was lost and the air and water cylinders had foreign objects. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The plastic distal end cover had a crack, and the adhesive on the bending section cover or distal sheath had a wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus device, the colonovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the air and water tubes had foreign material. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.